Event description:
A report was received that the patient's ipg was nonfunctioning and could not charge. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg was nonfunctioning and could not charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.